Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope exhibited air/water tube, cylinder and jet tube had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was. There was no damage to the area where the foreign material was detected. And it was unknown, if reprocessing was performed according to the IFU. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented, by following the instructions for use, which state: IFU states, the detection method in gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection. IFU states, the preventive measures in gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.